Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass surgery, the device was not properly sealing the vessels and they were not obtaining the tissue effects they were expecting. They used a second device to complete the case. There is no pt consequence.